Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose level was recorded at 180 mg/dl, which is within the normal range. Technical support instructed the customer to inspect and clean the cartridge and pump area, but the error persisted despite using a new cartridge. Customer reverted to using an alternate method of insulin therapy.